Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the anchor and sutures had been pulled out of the device, and a piece of tissue was attached to the anchor. Also, sutures were observed frayed. Functional testing was not performed due to damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. Per dfu-0054-eo rev 5 - e warning -7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that apparently a failure with the reported devices has occurred during a surgery. However it was reported that the surgeon had to change the procedure to be able to finish the surgery successfully. There was no harm for patient, operator or third party reported. No further information received.

Event description:
***Update dw 18-jul-2024: further information was provided that the requested translation was forwarded and registered in (B)(4). The following translation was made available. It was reported that during an arthroscopic shoulder surgery the implant pulled out of the prepared channel. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.